Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigational summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows a partial view of a clinician holding an implanted drainage catheter. The catheter hub was noted to be broken completely. The second photo shows a partial view of a drainage catheter attached. The catheter hub surface was unclear due to poor quality of the photo. Therefore, investigation is confirmed for the reported catheter hub fracture and identified material separation issue for first device. However, the investigation is inconclusive for reported catheter hub fracture issue for the second device as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Post procedure, it was noted that the drainage catheter connector was fractured. The procedure was completed using another device. There was no reported patient injury.